Manufacturer narrative:
Correction: section h6- the investigation type code should be 4114- device not returned rather than 4113 - device not manufactured by reporting manufacturer.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while analyzing the parameters, it was noted that the lead exhibited unsatisfactory test values. It was then noted that the helix exhibited an unspecified retraction issue. The lead was not used and a new lead was implanted. There were no patient consequences.